Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) routine clinic interrogation the programmer aler ted that the device had been cleared of all data. There was no device trend data or cardiac compass data available. The crt-d remains in use. No patient complications have been reported as a result of this event.